Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a patient with a preoperative varus and a postoperative neutral alignment was revised for aseptic loosening. Without clinically relevant patient-specific supporting documentation, the root cause of the reported event could not be concluded. The patient impact beyond that which is documented in the article cannot be determined. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
It was reported from a literature review article by (B)(6) 2017 on "does postoperative mechanical axis alignment have an effect on clinical outcome of primary tka? A retrospective cohort study" that the patient with a preoperative varus and a postoperative neutral alignment was revised for aseptic loosening. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to traumatic injury or patient conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed

Event description:
It was reported in the publication "does postoperative mechanical axis alignment have an effect on clinical outcome of primary total knee arthroplasty? A retrospective cohort study that journey ii bcs posterior stabilized prosthesis (smith &nephew inc., memphis, tn) was implanted to 172 patients. One of the patients with a preoperative varus and a postoperative neutral alignment was revised for aseptic loosening.